Event description:
The customer reported that the system displayed a communication error and would not boot up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.